Event description:
I had a total knee replacement due to an accident. The doctor fitted me with a stryker triathlon total knee system. Ever since the operation was completed and I was healed I have had consistent problems with the way the components work. Consisting of a lot of pain, clicking noises and as of lately my leg just not working. My doctor says nothing is wrong and I can't get any results. I do now know myself that something is seriously wrong any do believe that the components are not working properly.